Event description:
It was reported that there was an issue with the clinician programmer. The physician stated that she mistakenly updated the pump with the wrong dose per day but caught her error within five minutes. The patient showed no symptoms and the pump had been updated to the appropriate dose per day. The device system was used to deliver dilaudid (hydromorphone).

Manufacturer narrative:
Product ID neu_unknown_prog, serial # unknown, product type programmer; physician product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n318233, implanted: (B)(6) 2012, product type accessory. (B)(4).

Event description:
Additional information: the hcp had increased the patient¿s dose by 200 percent instead of the intended 20 percent. The pump was reprogrammed to the original dose then updated to the 20 percent increase dose.

Manufacturer narrative:
(B)(4).